Event description:
It was reported by a corin representative that the patient was revised due to infection. Ops plan with dha were used as an assistive technology in the primary surgery.

Manufacturer narrative:
No complaint devices were returned to optimized ortho by the customer. Thus, the device processing files were investigated which included reviewing ops plan and dha. No optimized ortho devices were interfacing with the patient during the surgery. This failure mode is not associated with the use of ops plan and dha in the primary surgery. There is no evidence to suggest that the use of ops technology in the primary surgery contributed to this revision event. Therefore the case is now considered closed. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
It was reported by a corin representative that the patient was revised due to infection. Ops plan with dha were used as an assistive technology in the primary surgery.